Event description:
Or purchasing agent reported that the cdh29 did not fire and was not used to staple. The state rep was notified to gather further info.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and tecnicians are listed below. It has been several months since source reported this event. Unfortunately, since the device was not returned, co was unable to perform an analysis and provide a report.